Event description:
Intravenous tubing broke off at hub. This caused the nurse to attempt to disconnect and the end of the cordis came off with the tubing, thus rendering that port unusable on the cordis. FDA safety report ID # (B)(4).